Event description:
It was reported by service report that the brakes could not hold.

Manufacturer narrative:
Cam bracket assembly.

Manufacturer narrative:
Previously, it was reported that the brakes could not hold. However, upon completion of the manufacturer's investigation it was determined that the big wheel could not be engaged. This would not impact the unit's brakes and the brakes were able to be fully engaged. The big wheel unable to engage would only impact the unit's ability to steer. But the unit would still be mobile and steer is a customer preference.

Event description:
It was reported by service report that the brakes could not hold.